Event description:
This unsolicited case from united states was received on 21-dec-2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day could not bear weight on it, redness, swelling of knee, hot, stiffness, pain, could not move leg, had fever and chills and after 1 day fluid was drawn. Also device malfunction was identified for the reported lot number. Patient did not use a crutch or cane to walk prior to using synvisc-one. Patient had received synvisc one on (B)(6) 2017, cortisone in (B)(6) 2017 in right knee due to pain. Concomitant medications included hydrochlorothiazide for high blood pressure, atorvastatin, metoprolol tartrate (metoprolol), potassium, iron and acetylsalicylic acid (aspirin) and ferrous sulfate. The medical history was significant for arthritis. The patient was allergic to bee sting. On (B)(6) 2017, at 08:30 a.m., the patient received treatment with intra- articular synvisc one injection (recalled lot), at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for primary osteoarthritis of right knee. On the same day, patient experienced fever, redness, swelling of the right knee, knee was red like on fire, hot, stiffness and lots of pain. Patient did not know the amount of her fever, but was burning up with fever and having heat then freezing cold and chills. After receiving the shot, patient left the office and did some walking and shopping, but no strenuous activities. Patient got home, sat down and ate something. Then when she went to get up, she could not move her leg or bear weight on it on the same day. Patient also had pain at that point. Currently patient's knee was good right now because she got a cortisone shot on (B)(6) 2017. Fluid was drawn off the knee and she was sent for lab work. Patient was told there was no infection or nothing in her system. The blood work was also negative for infection. After having the injection, patient used a walker for that second day (on (B)(6) 2017). After that she no longer needed the walker. The patient did not visit the emergency room (ER) for the events. Corrective treatment: cortisone for redness, could not move leg and pain, stiffness, hot; cortisone and fluid was drawn for swelling of knee, knee effusion and not reported for fever and chills outcome: recovered for all events a pharmaceutical technical complaint (ptc) was initiated with global ptc number 51537. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for could not bear weight on it, redness, swelling of knee, pain, could not move leg, fluid was drawn, stiffness, hot and device malfunction follow up was received on 15-jan-2018. Global ptc number was added. Additional information was received on 30-jan-2018 from the patient. The medical history and concurrent condition were added. Additional concomitant medication was added. The events of stiffness and hot were added with details. The start time of synvisc one was added and the indication was updated. The relevant lab data was added. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 30-jan-2018: this case concerns a female patient who received synvisc one injection from the recalled lot and later developed fever, chills along with local reaction of knee swelling, redness, hot, warmth pain, and effusion and could not move leg and bear weight on it. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and on the same day could not bear weight on it, redness, swelling of knee, pain, could not move leg, had fever and chills and after 1 day fluid was drawn. Also device malfunction was identified for the reported lot number. No medical history, concomitant medication and concurrent condition was provided. Patient did not have any allergies. Patient did not use a crutch or cane to walk prior to using synvisc-one. Patient had received synvisc one in (B)(6) 2017, cortisone in (B)(6) 2017 in right knee due to pain. Concomitant medications included atorvastatin, metoprolol, hydrochlorothiazide, potassium, iron and acetylsalicylic acid (asa). On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection (recalled lot), at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for knee osteoarthritis. On the same day, patient experienced fever, redness, swelling of the knee and pain. Patient did not know the amount of her fever, but was burning up and having heat then chills. After receiving the shot, patient left the office and did some walking and shopping, but no strenuous activities. Patient got home, sat down and ate something. Then when she went to get up, she could not move her leg or bear weight on it on the same day. Patient also had pain at that point. Currently patient's knee was good right now because she got a cortisone shot on (B)(6) 2017. Fluid was drawn off the knee and she was sent for lab work. Patient was told there was no infection or nothing in my system. After having the injection, patient used a walker for that second day (on (B)(6) 2017). After that she no longer needed the walker. Corrective treatment: cortisone for redness, could not move leg and pain, cortisone and fluid was drawn for swelling of knee, knee effusion and not reported for fever and chills outcome: recovered for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: required intervention for could not bear weight on it, redness, swelling of knee, pain, could not move leg, fluid was drawn and device malfunction pharmacovigilance comment: sanofi company comment dated 28-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and later developed fever, chills alongwith local reaction of knee swelling, redness, pain, effusion and could not move leg and bear weight on it. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.